Manufacturer narrative:
The device was received partially deployed. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined. During inspection of the device, the formed needle was seen in the exposed portion of the soft cannula and the linkage assembly was in the partially deployed state. Upon removing the top housing the linkage assembly completely retracted and the formed needle was not longer seen in the exposed portion of the soft cannula, indicating that the linkage assembly was misaligned, which is why the formed needle did not retract all the way after deployment. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The reported skin irritation was caused by the misaligned linkage assembly causing the formed needle to be exposed. No other damages or defects were observed during the investigation.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site wearing the device between 24 and 36 hours. The pod had been removed one week prior but symptoms remained. The site looked like a "big boil" and symptoms reported include irritation, white discharge and a blood glucose level over 400 mg/dl. The patient sought medical attention from endocrinologist and was diagnosed with cellulitis; she was prescribed oxacillin (100mg tablet), to be taken twice daily for 7 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.